Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Prior to the procedure, the patient had a small effusion. After completing an atrial fibrillation ablation, the patient became hypotensive and viewing the ice confirmed the effusion was bigger. It is suspected it occurred during pulmonary vein isolation of the left veins. The patient was watched, given fluid bolus, but no other intervention was done and there were no further issues noted. The physician did not believe the effusion was related to any performance issues with abbott devices. .